Event description:
It was reported that the patient has high impedances and no longer has effective stimulation. Surgical intervention is planned to replace the lead.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain completed product information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.